Event description:
It was reported that the device was used during a laparoscopic salpingo-oopherectomy. It was reported by the rep that after the surgeon fired (1) atb35 instrument, the nurse could not reopen the instrument to reload the staples. Another atb35 was opened and used to complete the case. The next (2) instruments that were opened had similar problems, so a 4th instrument was opened and used to complete the case. There was no pt consequence.